Event description:
It was reported that an undersensed tachy event was observed during an in-clinic follow up. No intervention was performed. The patient will be monitored.

Manufacturer narrative:
(B)(4).